Event description:
The meter failed two control tests. The pt reported no high or low blood glucose symptoms at the time of testing. The issue was not resolved with troubleshooting. The pt also performed a comparison of their meter to another meter, which is an invalid comparison. The technique used was correct, the test strips were in good condition, codes matched, and the control solution was in good condition. The meter was replaced for the pt. No further information was reported.